Manufacturer narrative:
During ge healthcare technician checkout, it was found that 'pwr cntrl dc-dc boost fail' error is in the error log. Replaced power management board to fix the reported issue. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, "internal failure system may shut down" error message is coming on display with alarm. There was no reported patient involvement.